Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps3 was evaluated and readjusted. The system software and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the monitors were intermittently going blank. This resulted in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. There is no report of injury or death associated with this event.